Event description:
Ventilator stopped delivering breaths and went into apnea mode, but still did not give pt a breath. Ventilator would not give a manual inspiration when button pushed. Low pressures showing, sounded as if it had a leak. Pt was immediately ventilated with a hand resuscitator by nursing while the respiratory technician changed the ventilator. Ventilator was checked with no physical problems evident, the pt circuit that the event happened with was not with the ventilator. Error codes were checked, 3 only, 5421, 5421, 5831. In the process of performing a performance verification procedure, pin 13 & 11 were accidentally shorted taking out the cpu board as well as the display board. MFR was called in to repair this ventilator. It was then tested and returned to service.